Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete patient information. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer reference number: 3006705815-2021-00773. It was reported that the patient experienced a wet tap during a scs trial procedure on (B)(6) 2021. Post-operatively, the patient experienced headaches for 24 hours which resolved on their own.